Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: arrhythmogenic iatrogenesis imperfecta: a decades-long chase down the rabbit hole. Heart rhythm case reports 2021;7:296¿300. Doi.org/10.1016/j.hrcr.2021.01.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemakers and leads. The article reports a patient who experienced sudden increases in their heart rate from mild-to-moderate activity up to her device¿s maximum programmed tracking rate. Treadmill exercise testing confirmed periods of pacemaker mediated tachycardia (pmt) secondary to exercise-induced retrograde va conduction. Their implantable pulse generator (ipg) was reprogrammed but continued to have exercise intolerance owing to episodes of repetitive non reentrant ventriculoatrial synchrony. Further reprogramming was attempted, but the patient underwent an ablation procedure. Post ablation, they reported intermittent episodes of their ¿chest pounding,¿ with associated symptoms of dyspnea lasting several minutes to hours at a time. The symptoms occurred both at rest and with exertion, without any obvious precipitating factors, and became increasingly more frequent. Echocardiography performed demonstrated normal left ventricular systolic function but noted to have intermittent spontaneous p waves that were dissociated from right atrial pacing. It was suspected that the patient had a variant of ¿pacemaker syndrome¿ owing to loss of left-sided atrioventricular synchrony with her most recent ablation. A decision was made to upgrade her to a biatrial pacing system. The following day, there was loss of atrial capture and the left ventricular (lv) lead had migrated. Both leads were explanted and replaced the next day. The status/ disposition of the device and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.